Manufacturer narrative:
The biomedical engineer reported that the patient incident occurred from 9:32:40pm to 9:41:33pm on (B)(6), 2022, and the nursing staff did not hear any alarms from the central monitor. The biomedical engineer evaluated the central monitor immediately after the reported event and verified the speakers were functioning as expected. Our review of the patient's ics database record confirmed that there were several high and medium priority alarms generated for the event in question, with continuous alarms active at the central monitor beginning at 9:23:51pm. A spacelabs technical support engineer advised the biomedical engineer that the central monitor does not log clinical events or configuration changes such as when alarms are silenced. A spacelabs field service engineer (fse) was dispatched to further evaluate the reported problem. The fse tested the monitoring equipment involved in the reported event and verified proper functionality. The biomedical engineer has not replied to any emails or voicemails from spacelabs healthcare requesting additional information about the reported patient injury. Our records indicate that there have been no additional complaints received involving the central monitor involved in this event. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that an ultraview sl (uvsl) central monitor did not alarm for a patient incident that resulted in injury. The customer, a biomedical engineer, requested investigation into whether a staff member silenced the alarms at the central monitor.